Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, high hv lead impedance was observed. A post-shock hv lead impedance measurement was performed and was found to be normal. The device remains implanted.

Event description:
New information notes via (B)(4) transmission that increased hv lead impedance was observed. The physician elected to explant the system. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of intermittent high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The cause of the reported high hv lead impedance measurements could not be determined.